Event description:
A beckman coulter field service engineer (fse) reported a cc (cartridge chemistry) sample probe leak on the customer's unicel dxc 600 pro synchron system. The fse stated the leak was contained to the instrument with fluid leaking on the reaction carousel and sample probe drip tray. Information regarding the personal protective equipment worn at the time of the leak was not provided; however there were no reports of exposure or injuries. No erroneous patent results were generated or reported.

Manufacturer narrative:
The beckman coulter field service engineer replaced the cc (cartridge chemistry) sample probe collar wash valve (solenoid valve) to resolve the issue. No further leaking from the cc sample probe were observed. (B)(6).